Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the ins displayed a power on reset mode. The MFR's rep was able to talk the pt through clearing the por over the phone with her hand held remote. The pt stated stimulation resumed and she was very pleased.